Event description:
It was reported that a patient underwent a primary breast augmentation surgery with a left-sided 375cc mentor memorygel breast implant and a right-sided 325cc mentor memorygel breast implant. Post-operatively, the patient underwent a revision surgery to change the size of her implants. During the revision surgery, it was discovered that the patient experienced a rupture of her right prosthesis. As a result, the patient underwent bilateral removal and replacement with a left-sided 490cc mentor memorygel xtra breast implant and a 450cc mentor memorygel xtra breast implant on (B)(6) 2023. Follow-ups are being conducted. If more information becomes available, mentor will submit a supplemental report accordingly. This report is for the right implant. Refer to manufacturing report number 1645337-2023-13403 for the contralateral event.

Manufacturer narrative:
Mentor has received the device for evaluation. The analysis has begun but is not complete at this time.  When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: patient dissatisfaction with procedure outcome. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On november 16, 2023, mentor completed a visual inspection of the returned device. Device evaluation summary: during visual evaluation no apparent damage or visual anomalies were observed on the returned device. Manufacturer¿s reference number: (B)(4).